Manufacturer narrative:
.

Event description:
It was reported that the spring loaded pin on a bed sheared off and the head spring collapsed during use. There was no report of user injury or medical intervention.